Manufacturer narrative:
An event of aortic insufficiency was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2017, a 25mm trifecta gt valve was implanted. On an unknown date, the patient was re-hospitalized in emergency for acute aortic insufficiency. Echocardiography was performed, which showed cusp rupture of the valve. A valve-in-valve is considered, but not planned. The patient status was reported as unknown. Additional information has been requested and is pending.